Event description:
The company representative confirmed that they have not heard from the patient as of (B)(6) 2014. The patient has not called and scheduled an appointment. The patient stated that they would let the company representative know if he was having problems or concerns.

Event description:
The patient experienced a warm feeling and burning sensation at the device pocket. The patient was having issues with the implant on (B)(6) 2013; felt like it heated up, the area of the battery. It was also stated as overheating at the site of battery. The company representative saw the patient 1.5 months ago and the patient reported similar issue, except the heating up was only while recharging. Now the patient was complaining the heating occurs only when the stimulation was on and not just when recharging. It was confirmed heating did not occur when the implant was off. The battery was getting too hot and it appeared to happen sporadically. The implant area was warm to the touch. The visit 1.5 months ago was mostly for reprogramming which was able to be resolved. There was no issues with stimulation. The patient also had an appointment with his doctor and company representative on 09/28/2014. At that appointment the patient stated that his skin would get hot at the site of the battery when charging. The patient was scheduled for a clinic visit for (B)(6) 2014 for a device check and consult with doctor. Diagnostic testing or troubleshooting will be performed in the future. It was further reported that initially the patient stated it was the recharger that was getting warm during recharging. At the clinic visit on (B)(6) 2014 the patient stated it was also his skin that gets hot when recharging and when not recharging. The patient¿s physician discussed the possibility of replacing the device with the patient, he was very hesitant to do this because he does get pain relief from the ins. A new recharger was provided to the patient at the clinic visit to see if that resolves the issue and the company representative will meet with him in one month. If the sensation of warmth continues, the physician will possibly replace the device. Additional information has been requested to find out if any troubleshooting or interventions were required and to obtain the outcome of this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).